Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Correction to information provided in the initial report: the customer's allegation (b30 error) was not confirmed during device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a conclusive root cause could not be determined. The suggested event is detectable by handling the scope in accordance with the following sections of the instructions for use (IFU): inspection of the air-feeding function. Inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found remnants of a white crystalized contamination believed to be infacol (simethicone) type product was evident within the air / water channels. Additional findings include the following: the light cover glass was chipped, the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was lifting, the insertion tube / the light guide tube had delamination evident, the scope connector had water ingress, and the electrical safety test was not to specification. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope experienced a b30 scope communication error. The issue was found during reprocessing, the intended procedure was completed with the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: remnants of a white crystalized contamination believed to be infacol (simethicone) type of product was evident within the air / water channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.